Event description:
It was reported that leakage at administration port was observed in three (3) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified during set-up prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from october 30, 2021 - november 01, 2021. H10: two (2) actual samples were received for evaluation. The other sample was not received and therefore, could not be evaluated. Unaided visual inspection of the returned samples did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed using tap water which revealed a leak between the spike port tube and the spike port bonding area for both samples. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted during manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.